Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what kind of procedure? Intervention of cholecystectomy. How was the procedure completed? Procedure was completed successfully. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? The clips didn¿t load properly. Did the procedure drive the need to apply torque or twisting of the device? It was necessary to torque or twisting the device. What vessel was the device fired on? Please specify the size of the vessel? The device has never been introduced into the abdomen. Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? Was there a recent conversion to ees devices in this account or with this surgeon? The procedure was finished by using a new device ec60a with different lot.

Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after the firing of the first clip, the subsequent clips were fired closed only a bit and they were ejected sideways from the jaws. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what kind of procedure? How was the procedure completed? Did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? Was there a recent conversion to ees devices in this account or with this surgeon?